Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version#: 2.1.0, h3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that they completed a registration that was 1.8mm where the entire head was yellow. Patient was prone. When they touched the pointer to known anatomical landmarks following the registration, the nose and canthus were accurate, but when they moved to the back of the head, they were 1cm inaccurate. He noted frontal anatomy was accurate but posterior anatomy was inaccurate. Surgeon aborted navigation and proceed with using ultrasound for the remainder of the case. There was 1 hour or longer delay in the procedure. Impact on patient outcome was unknown.

Manufacturer narrative:
H2/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. The logs were not properly zipped and therefore were not useful in determining the cause of the reported inaccuracy. The provided archives contain one CT scan and two mr scans with 268, 223, and 185 slices, respectively. According to the archives, CT-1, mr-1, and mr-2 were merged using the CT exam as the reference. The user created two plans of 12 mm and 29 mm length in the rps section of the anatomy. The registration model generated by the system appeared smooth and clear, with a registration error metric of 1.8 mm. Trace registration data indicate that a good number of points were collected, though they were scattered around the head. Some points on the forehead were collected in the air, appearing red in the registration model, which suggests that points should be traced only on the scanned area for improved accuracy. Additionally, many points appeared sunken beneath the skin, and very few points were collected near the planned entry location. This suggests using a lighter touch while collecting points and increasing the number of points near the planned entry site for better accuracy. However, the logs and archives did not provide the root cause of the reported behavior. H6: b01, c19 and d15 apply to the software concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no impact to the patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.